Event description:
It was reported that the user inserted an infusion set incorrectly by pushing it in without pulling back, resulting in improper deployment and interrupted insulin delivery, after which the site was removed and a new site was placed with guidance; insulin delivery then resumed. Symptoms included hyperglycemia with blood glucose reported over 400 mg/dl for about two hours, without ketone testing, medical intervention, or backup therapy. Outcomes included transient high glucose without hospitalization or serious injury. Investigation included troubleshooting and user education on correct infusion set insertion and site replacement. Investigation of this case revealed user technique error related to infusion set insertion and connection, consistent with an infusion set and cartridge issue. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set deployment.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.